Event description:
This device was returned with the oos documentation by biotronik rep. This device was explanted due to high dfts. The device was replaced with a lumax 340 vr-t. There are no adverse events reported for the pt.